Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, further studies and monitoring are required to further elucidate the efficacy and safety profile of such meshes. [(B)(4)].

Event description:
Received an article titled: inflammatory reaction to fish oil coated polypropylene mesh used for laparoscopic incisional hernia repair: a case report. Bmc surgery. The article reports a case, a symptomatic foreign body granuloma reaction associated with a fish oil coated polypropylene mesh, which required eventual mesh explantation. Per the article, adverse events included pain, inflammation, fibrosis, adhesions, foreign body reaction, granuloma, necrosis, infection, seroma and hematoma.